Manufacturer narrative:
(B)(4). It was initially reported that the device would be made available for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect this corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records was performed and no discrepancies were noted when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
Additional information received regarding the reported event: the reported issue caused a delay in surgery of greater than 30 minutes. A new valve was used to complete the procedure.

Manufacturer narrative:
Device was returned for investigation. Upon completion of the evaluation, a follow up report will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The surgeon reported that the valve did not work once placed. The valve was purged and it still did not work. The situation was critical because the patient was (B)(6) and was in the surgical procedure. Also, the sales rep. Informed that: the patient did not require additional treatment or action due the product problem, and neither presented a serious damage.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve is a precision valve with 3 dots. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3813, with lot cnjbhg, conformed to the specifications when released to stock in 9th august 2012. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.